Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 600 mg/dl. The customer experienced no symptoms at the time of the event. The customer did not state how they treated the high blood glucose. Troubleshooting was provided. Customer mentioned air bubbles however they were cleared. The customer reported insulin flow blocked alarm. Customer was unable to finish troubleshooting. The insulin pump will not return for analysis. Auto mode feature was not in use.